Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Reportedly, the customer declined troubleshooting with tandem technical support.